Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing power cable disconnect alarms that indicated contact failure between one battery and battery clip. This alarm reoccurred on (B)(6) 2022 and caused the backup battery to start running. The alarm resolved when the power cable connector was pressed into the system controller. The connector did not appear to be disconnected in any way. The site was concerned the issue was with the power cables and not the battery clip. The patient had their system controller replaced at their clinic visit on (B)(6) 2022, but it was unknown if the replacement resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of atypical power cable disconnect alarms activating. The log file contained approximately 13.5 days of data ((B)(6) 2022 per the timestamp). Atypical power cable disconnect alarms activated due to white power cable faults not consistent with power source exchanges; the alarms resolved shortly after activating each time. The driveline was disconnected on (B)(6) 2022 at 12:03:00 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned controller was connected to a mock circulatory loop and functionally tested with test battery clips and 14v batteries and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. Additional information provided stated that the battery clips were exchanged due to further atypical alarms activating after the controller was exchanged; indicating that the issue did not resolve following the controller exchange. It was also noted that there have been no further reported alarms after the battery clips were exchanged. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller, the power cables and the battery clips. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the battery clips for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (rev. G) section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.